Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace an 85-year-old male patient, the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, pace testing, bench handling, demand and fixed pacing tests without duplicating an associated fault to the device. The device was recertified and returned to the customer. The pacing accessory cables were not returned for evaluation. A local zoll associate was asked to make contact with this customer to review pacing practices as a precaution. Analysis of reports of this type has not identified an increase in trend.